Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer was wearing the tubing under tight pants and under the belt during dinner, possibly causing a kink in the tubing. During the system check with tandem technical support, it was determined that the cartridge should be changed. It was noted that the cartridge was changed successfully. The customer's blood glucose level was 159 mg/dl.